Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
Additional information provided: has been updated with a failure analysis evaluation. Updated section "return to manuf.?" And "date returned to manuf." To coincide with the product return. The results code has been updated to represent the fatigue failure associated with the faulty component.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no reported patient involvement/adverse patient impact. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician confirmed that pins 7 and 8 on connector j1 were damaged. All remaining spring-loaded pogo-pins on j1 and j2 as well as single power contact pins on connectors j3 through j7 were undamaged and in working condition. Upon conclusion of the analysis, the reported problem was verified and the battery pca was found to be defective. Following the evaluation, the battery pca was scheduled to be archived.